Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to low blood glucose of 26 mg/dl. The customer experienced unexplained low glucose for several hours. The customer stated that the insulin pump delivered insulin during night. The customer does not feel comfortable and requested a replacement of the insulin pump. The customer's recent glucose reading was 167 mg/dl. No further info was provided.